Event description:
Reporter stated that they and the patient's diabetic nurse educator feel that the device is not giving the correct amount of insulin during the hourly basal rate. Reporter stated that patient has experienced high blood glucose as a result of the device not delivering the correct amount of insulin. No error messages were generated by the device. Patient self-treated high blood glucose by delivering an insulin bolus and using injection therapy.